Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, it was reported that the fixation function was irregular and that stylet removal was no longer possible after the attempt. The physician indicated that after positioning, the measurements on the lead were perfect. Another lead was subsequently implanted instead.